Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said they had been trying for 2 hours this morning to charge the ins but couldn't get connected. While pss had the patient on hold to review the case, patient finally connected and started charging the implantable neurostimulator (ins) with excellent quality. Pss attempted to gather serial number of replacement recharger, but patient had a hard time reading it. Pss reviewed if they continue to have difficulty starting charging sessions of ins, they should follow up with their healthcare provider (hcp) to check positioning of ins.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they tried an hour last friday to get the implanted neurostimulator charged but they could never find the darn thing. Patient stated they had been trying to charge the ins for 1.5 hours this morning and they couldn't get it to connect. Patient reported seeing the recharging screen the controller was 90% and the implant was in the red but there was not charge quality displayed and the light on the controller was orange. Patient verified no visible damage to the cord / plug - pt tried to wipe down the rtm plug pins and reconnect but reported they were seeing no device found and then poor recharge quality. The issue was not resolved. An email was sent to the repair department to replace the recharging cord. Pt verified they could not feel the ins in the body. Patient services (pss) suggested pt had the ins position checked if the new rtm cord does not resolve the issue.

Manufacturer narrative:
H11 statement added in the report 3004209178-2025-04856 was inherently added which should not be reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received form the patient that the cause for not feeling the ins in the body was because the sensor was stopped and to resolve that there was a new sensor that was installed.

Event description:
Additional information has been received stating that the surgery was happened in (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.